Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction and replaced the breath delivery unit (bdu) printed circuit board (pcb) and the graphical user interface (gui) to breath delivery (bd) cable. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling with breath delivery post failed while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.